Event description:
Event reported during manufacturer's followup to hcp about a patient call to manufacturer regarding return of pain post MRI. Hcp reported that patient returned to hcp around the middle of april, 2001 with "neural deficit symptoms". An epidural abscess was diagnosed at t6. It was felt patient had an uneventful postoperative recovery. The patient was referred for physical therapy and is doing well now. Patient has expressed interest in getting another pump implant.